Event description:
It was reported that the pt right side rail weld was broken where the locking upright spindle connects to the welded bracket on the underside of litter. No adverse consequences were alleged.